Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) was admitted to an outside hospital for an unspecified device issue. The patient was scheduled for radiation treatment at their primary hospital, but did not attend due to their hospitalization elsewhere. There were no details provided regarding the unspecified device issue or adverse patient effects.

Event description:
Subsequent information indicated that a fault code had been displayed by the device which was likely a result of radiation treatment. A memory corruption situation was detected and a possibly existed that some parameters may have been reset back to nominal. A save to disk was performed and analyzed. The fault code had been cleared and there were no other signs of fault or device malfunction in the data. There were no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated.

Manufacturer narrative:
--